Event description:
It was reported that during a revision due to bone fracture caused by poor bone quality reline screws were also found to be loose. This event occurred in japan.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.